Event description:
A us distributor reported that a monitor was unable to communicate with an electrode belt.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to communicate) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was loose causing communication faults with an electrode belt. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor.